Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and undefined impedance. The rv lead also caused a polarity switch. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that impedance fluctuated and that thresholds fluctuated following a similar trend.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the issues on the rv lead were observed while the patient was doing welding work.